Event description:
It was reported medfusion 4000 pump alarming, check syringe plunger sensor. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a top case cracked/chipped by the front left and right bottom corners. Cracked right plunger case and cracked screw boss on left plunger case. Broken power receptacle seal and visible contamination. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced left plunger case, right plunger case and all the plastic components inside. Software was upgraded. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.